Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #1627487-2013-19294. Reference MFR report #1627487-2013-19295. Reference MFR report #1627487-2013-19296. It was reported the scs system was auto-reducing. Diagnostic testing revealed multiple invalid contracts. Reprogramming was able to provide some stimulation, but it is not optimal. The pt will be evaluated by the physician as the next course of action.